Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used and empty easypump ii lt 270-135-s without packaging. The provided sample was taken to a visual inspection. The clamp clip was closed and the patient connector was not closed. After opening the big white top cap and removing the closing cone, we detected no solution (liquid) or crystallized drug residues at the filling port (lli-cone). Further on, we detected no residues of the solution (liquid) respectively crystallized drug residues at the lla-cone of the patient connector. Afterwards the provided sample was subjected to a functional test respectively a leak test was carried out. Therefore the sample was filled with nacl 0.9 % up to the nominal value (270 ml). We detected a leakage at the lli cone immediately. The provided sample is not within our specifications, due to this, we judge this complaint to be not judgeable. We have informed our manufacturing department accordingly and received the statement as follows: device history records (DHR): reviewed device history records. No abnormalities encountered during in-process and at final control. Sample evaluation: we received one used and filled with clear cytotoxic contaminated solution (as labeled 5fu-flourouracil) easypump ii lt 270-135-s (batch no. Labeled 15b17ge341/material no. 4540032 on the big bottom cap of the sample) without original packaging. The returned sample was examined visually. The clamp clip was clamped and the patient connector was not closed with the original closing cone (wing cap). Fill port cap (discofix) was not in position. A crack line was noted at the filling port. In addition we detected drug residues (crystallization) accumulated at the filter side, triangular tube and also at the patient connector. However, valve leakage is a known defect and addressed in CAPA 001356-01. Crack at filling port is addressed in CAPA 001395. Blockage due to crystallization is addressed in capa001475.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used and empty easypump ii lt 270-135-s without packaging. The used sample was taken to a visual inspection. In as-received condition the white clamp was closed and the patient connector was not closed. After opening the top cap and removing the closing cone, we detected no solution (liquid) or crystallized drug residues at the filling port (lli-cone). Further on, we detected no residues of the solution (liquid) respectively crystallized drug residues at the lla-cone of the patient connector. The sample was filled with nacl 0.9 % up to the nominal value (270 ml) and a functional test respectively a leak test was carried out. We detected a leaking at the lli cone. The tested sample is not within our specifications. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the DHR and there is no abnormality found during in-process and at final control inspection.

Event description:
As reported by the user facility ((B)(4)): patient treatment of chemotherapy with 5 fu infusional 5 days, which the day on (B)(6) was installed the next day assists hydration and observed in the same conditions at the time of installation, is reviewed and no way out of medicine.